Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. Customer¿s blood glucose was 306 mg/dl. Customer¿s blood glucose value was 230 mg/dl. Customer also complained for change sensor. Customer stated that there was blood at site. The customer decline troubleshooting for low blood glucose. The insulin pump will not return for the analysis. The sensor will return for the analysis.

Manufacturer narrative:
The correct information has been included with this report.